Event description:
The account stated that architect anti-hbs assay has generated a discrepant result from a dialysis patient. In 2008, the anti-hbs result was repeatedly positive on the lumiplus falte method, the anti-hbs tested reactive on the architect analyzer. The hbsab also tested reactive on the architect. The account is questioning why are the anti-hbs and hbsab results both reactive. The cta explained to the account that it is possible for anti-hbs and hbsab to be reactive at the same time. The account believes to have a false reactive architect hbsab result. There is no impact to patient management reported.

Manufacturer narrative:
Investigation in process, no conclusion can be drawn. The basis for this report is that there is a similar product marketed in the united states (us). The us product list number is 1l82 and is marketed as architect ausab. This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 (to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated), and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation.

Manufacturer narrative:
Review of quality records associated with this material indicates that there is no product deficiency. Other-200: testing was not necessary, and returns were not requested. The customer observed discrepant patient results with abbott architect anti-hbs, list number 7c18, and lot 56484m200. Analytical testing was not performed because a review of the complaint tracking and trending records did not indicate that further investigation would be needed to determine if there is a product deficiency. In addition, the product labeling review identified information pertaining to the customer's issue; therefore, additional investigation was not required. The results generated during this complaint investigation were evaluated and did not identify other potentially related issues or different performance issues that indicate a deficiency; therefore, no further action is required. In the limitations of the procedure section of the abbott architect anti-hbs package insert (commodity 34-3020/r3), states: if the anti-hbs results are inconsistent with the clinical evidence, additional testing is suggested to confirm the result. Additionally, it states: for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The alleged deficiency does not appear to be caused by a shift in product performance that would warrant additional product information distribution. Information from the limitations of the procedure section of the abbott architect anti-hbs package insert (commodity 34-3020/r3) will be communicated to the customer to improve understanding of assay performance. Based on this investigation, we have concluded that the architect anti-hbs assay is performing as intended, and is meeting its safety, effectiveness, and label claims. We will continue to monitor this assay for product issues and will take appropriate action if needed. This is the final report.